Event description:
There was an allegation of discrepant inr results for four patients with coaguchek xs meter (serial number unknown) compared to the stago satellite method. Patient 1: between 7:30 a.m. And 9:30 a.m. On (B)(6) 2023, a sample from the patient was tested using the meter, resulting in a value of 2.6 inr. Within 4 hours, a sample from the patient was tested using the stago satellite method, resulting in a value of 2.0 inr. The patient's dose adjustment was based on the meter. The patient's therapeutic range is 2.0-3.0 inr. Patient 2: at an unknown point in time on (B)(6) 2023, a sample from the patient was tested using the meter, resulting in a value of 4.0 inr. At an unknown point in time on (B)(6) 2023, a sample from the patient was tested using the stago satellite method, resulting in a value of 2.5 inr. Patient 3: at an unknown point in time on (B)(6) 2023, a sample from the patient was tested using the meter, resulting in a value of 2.8 inr. At an unknown point in time on (B)(6) 2023, a sample from the patient was tested using the stago satellite method, resulting in a value of 2.1 inr. Patient 4: at an unknown point in time on (B)(6) 2023, a sample from the patient was tested using the meter, resulting in a value of 4.0 inr. At an unknown point in time on (B)(6) 2023, a sample from the patient was tested using the stago satellite method, resulting in a value of 3.0 inr.

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.